Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) after increased charge times. The device will be changed out soon. To date, there have been no adverse patient effects reported.

Event description:
Additional information became available that this device was successfully explanted and replaced.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.